Event description:
It was reported that the device was exhibiting unintended stimulation when in test mode. There were no adverse consequences, no medical intervention and no delay reported.

Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete. Device has not been returned.